Event description:
Drug/diluent: unknown, fill volume: unknown, flow rate: 5 ml/hr, procedure: IV infusion, cathplace: IV, pt contact: unknown, adverse event: unknown, event date: day of event not provided. (B)(6). It was reported that the pump did not infuse. Since no additional info was provided by the initial reporter pertaining to pt contact or adverse event, this incident is being reported.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and eval. Results: the device is pending eval and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed.